Event description:
Lap chole - "after deployment of the pouch, specimen placed. As plunger was retracted the string pulled out and the wire basket assembly fell off leaving the closed pouch inside the abdominal cavity. As the accompanying photo shows, a second pouch was deployed to capture the first pouch and specimen."

Manufacturer narrative:
The incident device anticipated to return. A f/u report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.